Manufacturer narrative:
H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) and subsequent manufacturing date (11) are unknown; therefore, the UDI number only will contain the device identifier (01). G1: device manufacturer address 1: northern region industrial estate g1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq under infused. The pump triggered ¿downstream occlusion¿ alarm ¿a few times¿ during infusion an of an unknown solution. The nurse ¿restarted¿ the infusion each time. When the pump alarmed the infusion was complete, the nurse observed ¿the syringe still had the full amount of medication in it.¿ the charge nurse then ¿had to slow push the medication.¿ there was no report of patient injury or medical intervention associated with this event. No additional information is available.